Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures, and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported the doctor was placing two stents in the right popliteal/sfa via a contralateral approach. The delivery system "locked up" during deployment, and the stent could not be deployed. The stent was removed and a 6x40 and 6x80 stent were placed successfully. There was no patient injury reported.